Manufacturer narrative:
This report is submitted on 11 november 2019.

Event description:
Per the clinic, the patient experienced infection at implant site resulting in explant of the device (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.